Event description:
Patient with four identical infusion pumps was receiving continuous chemotherapy at rate of 23ml/hr from one. During a six-hour period, pump appeared to deliver 400ml. Pump was replaced with another. Interrogation of the pump in question showed that it was programmed during that six-hour period for delivery of a 300ml antibiotic as a secondary at a rate of 300ml/hr. The actual antibiotic was hung on a different pump so the pump in question infused the chemotherapy at the secondary rate. The patient was not harmed.